Event description:
It was reported that 3 of the 4 cutters did not function properly. They looked like they were binding up but not cutting. The doctor thought it could have been because the space was too tight and soon as they started to drill, the torque was too high. There were no patient complications and the case was completed with the 4th cutter.

Manufacturer narrative:
(B)(4): manual functional review of the cutter did not demonstrate binding when functionally evaluated. Visual inspection of the individual instrument component gear and pinions did identify wear of the instrument components. Load applied to the instrument during the cutting of the vertebral endplate can induce wear debris that could get caught in the gear and pinion interface, which could contribute to binding of the cutter mechanism. After visual, optical and functional evaluation, we are unable to definitively determine specific root cause of the foregoing event from the available information.